Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of a stingray lp balloon catheter with a non-boston scientific (bsc) guidewire. The device was microscopically and visually examined. The shaft was buckled and stretched down the whole length of the shaft starting at 6cm distal from the strain relief to the tip of the device. The balloon was also buckled. There was contrast within the inflation lumen of the device and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The non-bsc guidewire was stuck and not moveable from the balloon. The exposed and undamaged portion of the guidewire was measured with a laser micrometer to measure the outer diameter which was 0.0132 inches making the guidewire of compatible use according to the instructions for use. Media depicted angiogram, product packaging matching the reported batch, and a device photo showing a guidewire within the device, but no damage was detected to the device based on media provided. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the balloon could not cross the lesion. A stingray lp catheter was selected for percutaneous coronary intervention (pci). During the course of the procedure, it was noted that the balloon could not cross the 90 % stenosed and severely calcified lesion. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the wire was stuck and not moveable from the balloon.

Event description:
Reportable based on device analysis completed on 12sep2023. It was reported that the balloon could not cross the lesion. A stingray lp catheter was selected for percutaneous coronary intervention (pci). During the course of the procedure, it was noted that the balloon could not cross the 90 % stenosed and severely calcified lesion. The procedure was completed with another of the same device. No complications were reported, and the patient was stable post procedure. However, device analysis revealed that the wire was stuck and not moveable from the balloon.

Manufacturer narrative:
This report is being filed as a correction in response to an FDA request. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We have not provided the unique identifier (UDI) # and other specific product information related to united states registration as the specific product is only commercially available outside of the united states. E1 - initial reporter facility name: (B)(6) hospital. Device evaluated by MFR: returned product consisted of a stingray lp balloon catheter with a non-boston scientific (bsc) guidewire. The device was microscopically and visually examined. The shaft was buckled and stretched down the whole length of the shaft starting at 6cm distal from the strain relief to the tip of the device. The balloon was also buckled. There was contrast within the inflation lumen of the device and the balloon. There was blood in the guidewire lumen and the balloon was loosely folded. The non-bsc guidewire was stuck and not moveable from the balloon. The exposed and undamaged portion of the guidewire was measured with a laser micrometer to measure the outer diameter which was 0.0132 inches making the guidewire of compatible use according to the instructions for use. Media depicted angiogram, product packaging matching the reported batch, and a device photo showing a guidewire within the device, but no damage was detected to the device based on media provided. No other issues were identified during the product analysis.